Event description:
Pump reported to be set at 28 ml/hr with 325 mls of heparin. Within 2 hours, the bag was noted to have infused. The patient's prothrombin time level was taken and was reported to be high. An unknown amount of vitamin k was administered. No patient injury resulted.